Event description:
On (B)(6) 2026, the patient reported skin irritation while using an mcot device with flexwire configuration. The patient experienced multiple symptoms including burning sensation, general redness, itching, peeling, raised skin, and rash. The electrode lot number associated with the irritation was #51325v13. The patient sought medical treatment for the skin irritation and was prescribed medication (specific medication not identified). Despite the skin irritation, the patient did not discontinue use of the device or take a break in service. The patient confirmed following the recommended skin preparation steps. The patient has a history of skin sensitivity, specifically eczema, and reported allergies to some adhesives and bandages.

Manufacturer narrative:
On (B)(6) 2026, the patient reported skin irritation while using an mcot device with flexwire configuration. The patient experienced multiple symptoms including burning sensation, general redness, itching, peeling, raised skin, and rash. The electrode lot number associated with the irritation was #51325v13. The patient sought medical treatment for the skin irritation and was prescribed medication (specific medication not identified). Despite the skin irritation, the patient did not discontinue use of the device or take a break in service. The patient confirmed following the recommended skin preparation steps. The patient has a history of skin sensitivity, specifically eczema, and reported allergies to some adhesives and bandages. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity, specifically eczema, and reported allergies to some adhesives and bandages. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.